Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that after successful thrombectomy in the m1 segment, the physician used a guidewire (subject device) to remove a small thrombus further distally. During the thrombus retrieval attempt, the subject guidewire tore off further distally in the vessel and could not be retrieved. The broken fragment of the subject guidewire remains inside the patient. No further information about the clinical consequences to the patient is available at the moment.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the distal 6cm of the guidewire was noted to be kinked/bent and the distal tip was broken/fractured. Functional test was not required as the defect was visually confirmed. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the tip of a guidewire was lost inside the patient, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the device was prepared as per the dfu. It is probable that the device was damaged during navigation/manipulation through the patients anatomy. An assignable cause of procedural factors will be assigned to the reported and to the analyzed as the issue appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that after successful thrombectomy in the m1 segment, the physician used a guidewire (subject device) to remove a small thrombus further distally. During the thrombus retrieval attempt, the subject guidewire tore off further distally in the vessel and could not be retrieved. The broken fragment of the subject guidewire remains inside the patient. No further information about the clinical consequences to the patient is available at the moment.